Event description:
It was reported that the customer had a leaky reservoir. The customer stated that insulin was leaking from the reservoir into the insulin pump, which stopped the insulin pump from working. The customer also stated that she took the insulin pump to her doctor but the insulin pump could not be fixed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.